Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 7:00pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 446mg/dl. Caller stated that a normal result for that time of day is usually around 130-150mg/dl so they tested her blood glucose again with the prodigy meter and received a result of 450mg/dl. The end-user was not comfortable with those results, so they called the paramedics about 10 minutes after testing. The end-user did not have any symptoms, nor did she consume any medication food or drink while waiting for the paramedics to arrive. Paramedics arrived approximately 10 minutes later and tested the end-users blood glucose with their meter and received a result of 189mg/dl. The caller requested that the paramedics test the end-user with her prodigy meter and they received a result of 450mg/dl. Paramedics did not give any treatment or take the end-user to the hospital. No additional information was provided.